Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). This product remains in-service. No additional adverse patient effects were reported.